Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 20 mg/dl; cause was not known. Glucagon was administered by the customer's mother prior to ER visit. In the emergency room, the customer was treated with intravenous saline glucose to address the bg. Customer was discharged from the emergency room 6 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.